Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 40mm abdominal aortic aneurysm on (B)(6) 2015. The vessel morphology at implant was reported as the diameter of the upper proximal neck was 17mm. The diameter of the aneurysm entry was 18mm. The proximal neck length by centerline was 40mm. Aneurysm length to bifurcation was 30mm. It was reported that during the index procedure a type ib endoleak was confirmed due to excessive calcification. On (B)(6), 2015 the physician performed an intervention and an endurant aui 23x14x102 was implanted into the right common iliac artery and the endoleak was resolved. In addition, a fem-fem bypass surgery was performed and the left common iliac was intentionally occluded. The physician noted that the patient has an entire circumference of calcification due to mrsa, which was deemed not related to the device. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).